Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type recharger. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension. Product ID 3888-45, lot# va00r3p, implanted: (B)(6) 2012, product type lead. Product ID 3888-45, lot# va00r3p, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient¿s battery was dead. They noted they had been charging normally up until the battery had died and now they were unable to communicate. Since the battery died the patient has been in pain. Their health care provider (hcp) confirmed that the ins needs to be replaced. As of (B)(6) 2015 the patient still had concerns with their device but had an appointment scheduled for (B)(6) 2015.